Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows rebooting occurred on (B)(4) 2012. Visual inspection revealed no damage to the battery compartment or battery cap. The battery cap secures properly to the pump with no yellow o-ring visible. The pump was exercised for 24 hours with no power issues occurring. The pump passed flow accuracy testing and was found to be delivering within specifications. The complaint could not be duplicated during investigation.

Event description:
On (B)(6) 2012, the patient's mother contacted animas to report that for past week the subject pump had been self-rebooting periodically. The reporter stated that the pump rebooted 3x the day prior in addition to it rebooting earlier that day. During the call, the patient's mother stated that the patient developed high blood glucose excursions for the past week. She reported the patient obtaining blood glucose (bg) reading in the 300 to 400 mg/dl range with symptoms of nausea and moderate ketones. The reporter informed customer support that the patient was removed from pump and placed on a backup plan. At the time of troubleshooting, the patient's mother denied any site issues. She confirmed there was no visible damage to the pump's battery compartment or battery cap. The reporter stated that the pump was new ((B)(6) 2012) and therefore the battery cap was not due to be replaced. The alleged issue remained unresolved. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.